Event description:
The report received from the affiliate indicated that a .014 300cm stabilizer plus wire used in conjunction with outback device found to have split and some of it had been sheared off and left in the outback device when the wire removed from the patient. The second wire of the same size was used, again in conjunction with the outback and when the device and wire were removed from the patient it was found that the covering of the wire had been removed and was inside the outback device

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report number 1016427-2014-00044.

Manufacturer narrative:
During use of an .014 300cm stabilizer plus wire used in conjunction with sub-intimal orientation of an outback device, the wire was found to have split and some of it had been sheared off and left in the outback device. None of the wire appeared to have separated in the patient, there seemed to be some shards of it in the outback device. A second wire of the same size was used, again in conjunction with the outback and when the device and wire were removed from the patient it was found that the covering of the wire had been removed and was inside the outback device delaminated. The access site was the right groin. The wire was not damaged prior to use or reshaped by the user. It was not used to treat any other lesions. ¿the vessel was calcified as we were using the outback device to attempt to cross a cto. ¿ there was no drilling or jackhammer technique used. The wire was inserted into the outback device and retracted when the needle was deployed, wire was found to have a problem when it was removed from the patient. The wire was visible under fluoroscopy. It is unknown if there was any friction or resistance. The wire was not advanced through any stents during the procedure and the wire tip did not appear to prolapse during usage. The wire appeared to loop in the vessel, therefore ended up being removed. The doctor was not able to gain access back into the vessel using the outback device. Per the reporter, ¿upon talking with my colleague, he believes the wire may not have been retracted enough when the needle was deployed. The doctor¿s notes are not available and there is no procedural cd for review. There was no reported patient injury.the device was returned for analysis. One non-sterile stabilizer plus was received coiled in a plastic bag. Unit was inspected and a bend was found at 146.5cm from proximal end; also 2 kinks were found at 94cm and 281cm from proximal end. A small section of guidewire coating was found separated. No other anomalies were found. The guidewire was observed under microscope magnification and no other damages/anomalies were found. The guidewire was then sent to sem to investigate coating separation. Sem results showed that the coating of the guidewire presented evidence of scratches and elongations at proximal section. Distal section of the guidewire showed that the coating was retracted and presented an accordioned condition with a peeled section of the coating at this point. Probably a tool induced this type of condition since the scratches observed and the retraction of the coating suggests that the damage was induced by an unknown tool. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10206202. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on december 7, 2012. The history records indicate this product was final inspection tested at(B)(6) medical and was determined to be acceptable. The exact cause of the event experienced by the customer and the cause of the damages found on unit gw could not be conclusively determined, however analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The reported complaint ¿guidewire fractured-separated/in patient¿ was not confirmed, as the guidewire was not found to be fractured or separated on analysis. The coating of the wire was noted to be separated on analysis. Elongations and scratches were noted in the proximal section. Retraction of the coating of the wire was also noted ¿caused by an unknown tool¿. Based on the information available for review, it is possible that the interaction between the guidewire and the inner cannula may have contributed to the reported complaint. DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Therefore no corrective action will be taken at this time.this is one of 2 products involved with the reported event and are associated manufacturer report numbers 1016427-2014-00043 and 1016427-2014-00044.